Event description:
A caller reported a fill resistance issue with their device. The customer's blood glucose level was displayed as "high," but a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus using the pump. The caller was instructed to attempt filling the cartridge again with the existing needle, which they successfully did.